Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.00/1.0/089 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed on (B)(6) 2020 due to excessive vault.. A shorter length replacement lens was then implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as unknown.